Event description:
A customer reported a problem when using a custom printout that lists the medications to be administered to their patients over the following 24-hour period. The custom printout was working correctly on critical care manager (ccm) 7.1 (pre 7.5 versions). No medication delivery errors occurred at the reported client site as a result of this defect. Use of the printout was discontinued upon detection. The issue has been resolved with the client. After upgrading to critical care manager 8.1, the customer noticed that medications that had been discontinued or cancelled in critical care manager (ccm) were being erroneously displayed on the printout, leading nursing staff to believe that these medications were pending administration. It is picis standard practice to recommend that all clients thoroughly test all components of their applications as well as upgrades prior to putting into initial production.

Manufacturer narrative:
Additional model#s: 8.0, 8.1. It is important to note that this issue only pertains to clients who implemented custom printouts on picis critical care manager (ccm) versions prior to 7.5 and have upgraded (or plan to upgrade) this product to a higher release. Ccm v 7.5 was first made available for clients in 2005 and to date only one client has reported this problem. Picis provided the following information to affected clients. Customers who are using the pending medications window within ccm to view and print these medications will not be affected by this problem; the ccm application functionality related to displaying pending tasks did not change in any way in version 7.5 i.e. Discontinued or cancelled tasks are not displayed on pending tasks printouts in any version; the issue reported is due to a combination of the custom printout and an internal design change within caresuite ccm v. 7.5. The ccm change that caused this issue was introduced in picis caresuite ccm 7.5 meaning that customers who upgrade from earlier versions to 7.5 or later may be affected. Other customers who are using custom printouts for this purpose may or may not also be affected by this change depending on the logic used within their printouts. As a precautionary measure, picis advised all customers using custom printouts that list pending medications to test their printouts thoroughly to ensure this functionality is performing as intended.